Event description:
It was reported that the inflatable penile prosthesis (ipp) was unable to achieve an erection. A surgery was performed and a small hole was observed in the reservoir. The reservoir was removed and replaced. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was unable to achieve an erection. A surgery was performed and a small hole was observed in the reservoir. The reservoir was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 flat reservoir underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. The analysis identified the leak within the reservoir shell that was the result of wear at a fold. Based on the information available and analysis results, the hole identified in the reservoir could have caused or contributed to the reported clinical observation of mechanical issues.